Event description:
It was reported that the patient's remote cardiac monitoring picked up one episode of high right ventricular (rv) impedance. All other measurements are within range. The rv lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.